Event description:
A patient in the ICU was receiving medication via the infusion pumps when the pump controller went into a "system error" alarm condition after the nurse cleared the total infusions. The pump modules continued to infuse but the nurse was unable to make changes on the modules. The modules alarmed with red and green indicators and the message "communications" appeared on all three modules. It was necessary to change the controller (brain) in order to infuse the medications properly. The controller was sent to biomedical engineering for evaluation. The events and error log was downloaded by in house biomed personnel and the manufacturer was contacted. The downloaded logs revealed there were 9 instances of error code 800.8000.0. It appears the unit stopped logging events when the malfunction occurred. They advised us to send in the unit for an in-depth analysis of the problem. The patient was not harmed by this malfunction, although there was a temporary drop in the patient's blood pressure when the equipment was changed over. The controller is being studied by the manufacturer.